Event description:
It was reported that air ingress occurred and patient developed air embolism and neurological complications. During a pulsed field ablation (pfa) to treat an atrial fibrillation, a faradrive steerable sheath was selected for use. The patient was placed under general anesthesia with regular and stable breaths. An irrigation pump was used as the method of irrigation at a flow rate of 2 ml per minute. During the procedure, just after the transeptal stick with no catheters inserted, the physician noticed a notable amount of air being drawn into the syringe during aspiration. The physician had to cover the gasket (due to alleged gasket failure) with their thumb in order to draw back adequately. While looking on fluoro imaging, air was seen in the left atrium. The physician pulled the sheath and wire back into the right atrium, exchanged for a new faradrive sheath, and then reinserted the wire, sheath and dilator into the left atrium through the previous transeptal stick. The new sheath was aspirated, and the new product was used to successfully complete the procedure. Attempted aspiration of air was performed in the left atrium with the new sheath. The physician believed the faradrive sheath contributed to the event as per the physician, during aspiration, there was a large amount of air drawn into the syringe, and the gasket was leaking during flushing after being introduced into the body, which is when the physician noticed air. After the case was finished and the patient woke up from anesthesia, extreme weakness in their right extremity was noted. Neurological complications were initially noted, but the patient passed the rest of the neurological assessment. A stroke alert was called, however, an air embolism was the main concern of the physicians. Additional computed tomography (CT) scans and neurological assessments were interventions performed. The patient was not further hospitalized in response to the event and was discharged the same day as the procedure. The patient made a full recovery about 40 minutes post procedure per the physician. No further patient updates noted. The faradrive sheath is not expected to be returned for analysis as it was retained by the customer.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.